Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's parent that the set leaked out and did not go into her and now she has high blood glucose. Customer changed set after inserting wrong and then insulin leaked right out of the site. Customer's blood glucose was over 600mg/dl; treated with injections.

Manufacturer narrative:
Reliability analysis evaluated two open/used reservoirs. Inspected the reservoir's o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test and no leaks were noted.